Event description:
Implants placed 12-13 yrs ago. Complained of joint pain. Difficulty with memory, difficulty with concentration. Rash, swelling, easy bruisability, multiple arthritis and arthralgias and in general degenerating health, which she thinks is due to her implants. Bilateral silicone breast implants removed. Right breast implant intact, left breast implant ruptured.